Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that they tore the water feedset tube of an mr290 humidification chamber when taking out the tube from the winder. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection. Results: visual inspection revealed that the feedset tube of the mr290 chamber was damaged at approximately 8 cm from the feedset spike. A lot check revealed no other complaint of this type for lot number 120716. Conclusion: the damage appeared to have been caused by the feedset tube being crushed. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if it was in a broken state during production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).